Event description:
Driver tip broke inside the implant on insertion during a hand procedure. Retrieval of the broken piece was attempted but not successful and remains inside the implant in patient. The hospital reported no adverse consequences with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the tip has broken off at an angle. The lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. The shaft diameter was measured and found within specifications. Material verification of the driver was also performed. From the condition of the driver it appears that leverage of the device during use caused the event.